Event description:
"High peep alarm" sounded. Respiratory therapist found white powder in distal end of exhalation side of circuit. Baseline end expiratory pressure was 10 cm. H20. After circuit changed, baseline pressures returned to normal. Continuous albuterol treatment at 4 mg/hr was being given. Use of infant-size circuit was ceased as a result and pediatric size will be use.